Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs leads were explanted and replaced as one of the lead had migrated out of the epidural space. Reportedly, the patient had effective therapy postoperatively. The patient received two leads with a same lot number.